Event description:
During the initial implant procedure, low sensing was observed on the lead while attempting multiple positions in the right ventricle. The patient began experiencing chest paint. The lead was implanted in a more septal position. An echocardiogram was performed and a pericardial effusion was observed in the right ventricle. A pericardiocentesis was performed to drain the fluid. The patient was recovering and in stable condition.